Event description:
The customer reported having unexplained high blood glucose. The customer stated that the blood glucose meter was reading over 600mg/dl, and she has treated with a manual injection. The customer declined to troubleshoot as she thinks the insulin pump is not delivering insulin. The customer called back after locating the tubing clamp to perform the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.